Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2022-02169 for the associated device information. It was reported to boston scientific corporation that a sensation medium oval flexible snare was used to remove polyps in the colon during a colonoscopy procedure performed on (B)(6) 2022. During the procedure and inside the patient, the snare would not cut through the target polyp after multiple attempts. The snare was securely attached to the active cord and no problems were noted with cautery pins. They attempted to cold cut the polyp. They tried to use a second snare and the same problem occurred. The procedure was completed with a third sensation snare from a different lot. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code a050702 captures the reportable event of snare loop cutting problems. Block h10: investigation results a sensation medium oval flexible snare was received for analysis. Visual inspection of the returned device revealed that the working length was kinked in the distal side. Functional inspection was performed and device contracted and extended well. Electrical test was performed and the device passed, indicating a proper connection. No other problems were noted. The reported complaint of loop failure to cut could not be confirmed since the device cannot be functionally evaluated with respect to anatomical/procedural factors encountered during the procedure. The product record review confirmed that this is not a new failure type and the risk is anticipated. There was no evidence of a manufacturing problem, design or user problem which could have caused the complaint. Device analysis found no problems related to the reported event. Upon product analysis it was observed that the working length was noted kinked at the proximal section which was not mentioned in the reported event and probably happened by an excessive force being applied in the device. This could occur during the device manipulation. Most likely procedural factors as handling of the device, the technique used by the physician during initial use, set-up, power-up, or shortly thereafter could have affected its condition. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected since the reported event could not be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2022-02168 and 3005099803-2022-02169 for the associated device information. It was reported to boston scientific corporation that a sensation medium oval flexible snare was used to remove polyps in the colon during a colonoscopy procedure performed on (B)(6) 2022. During the procedure and inside the patient, the snare would not cut through the target polyp after multiple attempts. The snare was securely attached to the active cord and no problems were noted with cautery pins. They attempted to cold cut the polyp. They tried to use a second snare and the same problem occurred. The procedure was completed with a third sensation snare from a different lot. There were no patient complications reported as a result of this event.